Event description:
It was reported that during a thoracotomy procedure, there were malformed staples. Completed the procedure with clips. There was no patient consequence.

Manufacturer narrative:
Information anticipated, but unavailable at this time.